Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records reviewed for MDR reportability. Right attune total knee revised to address pain, instability, and suspected aseptic loosening of the tibial base plate. Surgeon, noting that the tibia was loose, remarked that, while putting the knee thru varus-valgus stressing, he could visibly see the tibial base plate "raising and lowering on the cement mantle". He stated that the cement mantle was intact, but appeared thin on the medial plateau. Indicated that there was no unusual wear on the tibial insert. The femur and patella components were well-fixed and not revised. Competitor bone cement was used during primary surgery. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).